Manufacturer narrative:
Date of event: unknown, but the best estimate is between 08/15/2018 and 12/06/2018. It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt150 18.5 diopter intraocular lens was implanted in the patient's operative eye on (B)(6) 2018. It was later explanted on (B)(6) 2018 due to blurry vision. There was no incision enlargement, no vitrectomy, and no sutures used. The account commented that the device was discarded. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.